Manufacturer narrative:
The investigation results will be provided in the final report. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that an infection was observed a week after the implant procedure. The device pocket was found to be red with puss coming out. The system was explanted. The patient was stable.

Manufacturer narrative:
Further information was received indicating manufacturer reference number 2938836-2019-13844 should not have been reported as a medical device report (MDR) as the infection is not related to this product and occurred due to another factor or source.